Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has scratches, the llk plug of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation cause is not established of the malfunction identified during the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had faulty image -misty/foggy at the distal end. The issue was found during a sedation, an unspecified therapeutic procedure that was completed with a same device. There were no reports of patient harm.